Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 (mg/dl). Reportedly, customer's infusion site was damaged after riding a roller coaster. Customer changed their infusion site and administered a correction bolus to treat their bg levels; however, their bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Customer administered another correction bolus and reported that their bg level had decreased to 350 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management. Contact declined any future follow-up from tandem technical support.